Event description:
Edwards received information that a 27mm mitral pericardial valve, implanted for approximately eight (8) years and four (4) months, was explanted and replaced with a 25mm mitral pericardial valve due to mitral stenosis and regurgitation. Patient status is reported as recovering and hospitalized. In addition, the patient had a 30mm tricuspid ring that was explanted and replaced with a 28mm annuloplasty ring during the same bypass run. The health care provider indicated there was no problem with the annuloplasty ring and there were no adverse patient effects resulting from the valve and ring replacement procedures.

Manufacturer narrative:
Evaluation summary: moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 6mm, leaflets 1 and 2 at commissure 2 by approx 5mm and leaflets 2 and 3 at commissure 3 by approx 7mm, all on the outflow aspect. Host tissue folded the free margin of leaflet 2 onto itself by approx 1mm. Minimal calcification was observed in the cusp area of leaflet 1, minimal to moderate calcification was observed in the cusp area of leaflet 2, and moderate calcification was observed in the cusp area of leaflet 3. Free margin of leaflets 1 and 2 exhibited moderate to heavy calcification, free margin of leaflet 3 exhibited moderate calcification. Host tissue and calcification restricted mobility in the leaflets and led to stenosis. Hematoma was observed on leaflet 1 on the outflow aspect. The x-ray demonstrated calcification, commissure 3 wireform distorted. Commissure 1 and wireform near leaflet 3 was exposed on the outflow aspect. These damages are most likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: customer report of stenosis could be confirmed by evaluation. Primary cause of the stenosis was host tissue overgrowth and calcification. No patient history has been made available despite several requests. The serial number remains unknown. The device history record (DHR) cannot be done without the serial number of the device. The device will be dismantled to gain the serial number and a DHR will be processed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The valve was dismantled to obtain the serial number. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.